Manufacturer narrative:
The device alarmed prime during the basic occlusion test due to loose and protruded drive support disk. The insulin pump passed displacement test and unexpected restart error test. No unexpected error alarms noted. The insulin pump was received with corroded battery tube noted.

Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to loose or protruded drive support disk. Device passed displacement test and unexpected restart error test. No unexpected restart error noted. Device received with corroded battery tube noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the customer had high blood glucose and the insulin pump alarmed compromised force sensor system and another pump error alarm. The customer¿s blood glucose level was 558 mg/dl. The customer was not troubleshoot on high blood glucose since the pump needs to be replaced and was stuck on the rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.